Event description:
The hemodialysis machine stopped running and went into an alarm condition. The alarm error message was a #120 error code which is a communication error. The operator tried to implement the "emergency restart" and that function failed also. The patient's blood was manually returned and the patient moved to another machine. A thorough biomedical inspection of the device was conducted and the manufacturer was contacted. The manufacturer recommended re-seating the protective and the main circuit boards. The manufacturer suggested also to check the 5 volt power supplies and they were found to be within manufacturer specifications. The reseating of the circuit boards appeared to have been the solution to the problem. The machine was tested in a simulated treatment run and ran for 60 minutes without problem. A safety inspection followed and the device was returned for use.